Event description:
The patient contacted boston scientific to report that approximately 23 months an ams semi-rigid penile prothesis was implanted. However, the prothesis has caused pain and it does not straighten in the body. The patient wishes to have the ams semi-rigid prothesis replaced with an inflatable penile prothesis (lgx). The physician felt the implant was over dimension. The patient was seen by another physician to implant another manufacturer's device. No further information was provided.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue that the device would not straighten on the body and caused pain, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. A risk review confirmed that the event is accounted for in the risk documentation. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk of device has been chosen.

Event description:
The patient contacted boston scientific to report that approximately 23 months an ams semi-rigid penile prothesis was implanted. However, the prothesis has caused pain and it does not straighten in the body. The patient wishes to have the ams semi-rigid prothesis replaced with an inflatable penile prothesis (lgx). No further information was provided.